Manufacturer narrative:
Investigation summary: a mz1000 (B)(4) product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125202. From the information provided by the customer it appears that the mz1000 (B)(4) product cracked and leakage occurred as a result. Further information provided by the customer indicates that the damage was observed following connection with a weigao transfusion set and that ciclosporin was being infused at the time of the incident. Additionally, further information provided by the customer indicates that the piston of the product was recessed upon disconnection from the connecting product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125202 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 (B)(4) product in the past 12 months.

Event description:
It was reported when using the bd maxzero needleless connector, the device experienced flow issues, being blocked. The following information was provided by the initial reporter. The customer stated: it happened in the second department of transplantation. The blue glue plug of the first transparent needle-free connector did not rebound, resulting in PICC blockage, which was not dissolved for two days, resulting in PICC extubation on the third day, which had an impact on the patient. The second product ruptured when cyclosporine was administered, causing the patient's arm to leak fluid. 2021-11-24 received update from sales representative, event description updated as follows: the batch number of the product is 20125202 and the expiry date is 2023/12/17. Occurred in the second division, the contact is the head nurse (B)(6) teacher, events are joint mz blue springback stopper is incomplete, cause the first day of patients with PICC catheter after blocking pipe, found immediately after processing of blocking pipe, dissolve 2 days could not unobstructed, causing patients with tube drawing condition on the third day, had a great influence on patients and family members of patients with emotions,it has had a serious adverse impact on health care workers. In addition, the recent frequent input loop spore element, shell membrane crack seepage happens, in the presence of drug waste input in the process of the drug, before have had such a case, has handled complaints, but nearly 2 months, drainage infusion for a period of time after the infusion speed slow down, don't walk, springback stopper is incomplete, such as frequency increased significantly. The above has caused serious adverse consequences for patients and their families and medical staff. At present, the whole department has replaced mz1000 with competing product c3300t, and lost about 900 sales of mz joints every month